Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife called adc to report that customer receiving 'lo' (reading less than 40 mg/dl) message on his adc freestyle libre sensor for several hours. No comparative readings or symptoms were provided but the customer was taken to the emergency room on (B)(6) 2019 and was hospitalized for 3 weeks. The customer was diagnosed with diabetic ketoacidosis and given ¿insulin (dose unknown), mcp and novalgin¿ for treatment and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s wife called adc to report that customer receiving 'lo' (reading less than 40 mg/dl) message on his adc freestyle libre sensor for several hours. No comparative readings or symptoms were provided but the customer was taken to the emergency room on (B)(6)2019 and was hospitalized for 3 weeks. The customer was diagnosed with diabetic ketoacidosis and given ¿insulin (dose unknown), mcp and novalgin¿ for treatment and no further treatment was reported. There was no report of death or permanent impairment associated with this event.